Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Prime testing was performed, and no leak or air intake was found. There was no leak or crack detected on the three pod membranes and connections. The effluent pod was tested under 2 bars of pressure, no leak was detected. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an external dialysate leak at the yellow effluent pressure monitor was observed. There was no patient involvement. No additional information is available.